Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review /investigation. Reporter is a j&j representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for open reduction internal fixation surgery of the proximal humeral shaft fracture. During the endcap insertion, the endcap couldn¿t be inserted properly. The surgeon tried to extend or invert the patient, but it couldn¿t be inserted. Finally, the surgery was completed within 30minutes delay without endcap inserted. There is no plan to remove nail. No further information is available. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves two(2) devices. This report is for (1) 7mm ti multiloc humeral nail right/cann/225mm-sterile. This report is 2 of 2 for (B)(4).